Manufacturer narrative:
Additional information: the customer was provided a loaner system while the unit was taken to amo office for repair. The system was inspected by the field service specialist (fss) and the reported error 2012 issue was confirmed. Fss replaced the 2b system kit (signature 2b rohs monitor and 2b rohs programmed module), versalogic printed circuit board assembly (pcba), monitor pivot, subsystem controller, cable assembly, which resolved the error problem. Fss tested the unit and it met all amo specifications. Fss collected the loaner unit from customer site and re-installed customer's system. Fss performed the field service checklist on the unit, which the system passed the fictional tests and it was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine displayed 2012 errors (instrument host time error). There was no patient involvement reported.